Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/21/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction revision with a mentor 550cc breast tissue expander on the left breast experienced deflation post procedure. It was noted the tissue expander had a perforation in the opposite portion of the valve, at the border between the silicone and the rigid base of the device. As a result, the patient underwent unilateral removal and replacement with a similar mentor 550cc breast tissue expander on (B)(6) 2018; catalog # 3504310m, s/ns (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the patch junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) of lot number 6991656 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).